Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced low blood glucose (bg) levels due to needing to turn the pump's control iq feature off. Reportedly, the customer corrected the setting and resumed insulin therapy.